Manufacturer narrative:
The device was returned to the factory for evaluation. It shows no signs of clinical usage. There was evidence of blood on the device. A visual inspection determined that the loading device was not returned. The tension spring assembly, seal and anchored tab were inside the delivery device tube. The seal loaded into the delivery device tube on the incorrect position. The first row of the outer edge was cracked. The blue slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review could not be performed as the product lot number is unk. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.